Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system after catheter inserted, the tubing began to leak.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7143718. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the submitted device was subjected to leakage testing, and was found to operate normally under product specifications. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system after catheter inserted, the tubing began to leak.